Event description:
Reporter indicated that pt suffered a status episode approximately 3 months post-implant. The pt has not experienced such an event for approximately 15 years. It was also reported that the pt has had a significant increase in seizures for the past few weeks.